Manufacturer narrative:
Qn# (B)(4). The customer returned nine representative units of 544240 hemolok l clips 6/cart 84/box for investigation. The actual sample was not returned. The representative samples were returned closed in their original packaging. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. Functional inspection was performed on all nine of the representative samples. A lab inventory clip applier was used. All 54 clips returned were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned. No functional issues were found with the returned devices. The reported complaint of "clips not closing/locking" could not be confirmed since the actual sample was not returned. Nine representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no defects were observed as all 54 clips could be loaded into the jaws of a lab inventory applier and closed onto surgical tubing. The probable cause of this issue could not be determined without the actual sample. No further action will be taken.

Event description:
It was reported that involving a 85 year-old male patient (76kg). During the surgery, the clip failed to function. Clinical consequence: there was no consequence for the patient but the time of the intervention was longer. Additional information: the clip did not close. Another batch has been successfully used. No medical intervention required.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot# 73d2000072. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that involving a (B)(6) male patient (B)(6). During the surgery, the clip failed to function. Clinical consequence: there was no consequence for the patient but the time of the intervention was longer. Additional information: the clip did not close. Another batch has been successfully used. No medical intervention required.